Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking underneath the reservoir. The event occurred during maintenance. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
One device was received at service center for complaint of leaking underneath reservoir. The device underwent the necessary repair procedures. Device was restocked and swapped for a new device, which was returned to the customer. Following the completion of the repair process, the swapped device was returned to the customer. Based on the review of information available, we are unable to determine a probable cause.